Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve (ID (B)(4) was returned for evaluation. Device history record (DHR) - product code 82-8804 with lot 6741486, conformed to the specifications when released. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was no cerebrospinal fluid (csf) flow to the certas valve (828804). The valve was blocked and judged to be defective. A removal of the defective product was performed, and the procedure was completed with a replacement product available. No patient injury reported. Surgical delay was reported, unknown for how long.